Event description:
(B)(4). I could not find container that came w/clear care eye solution so used the horizontal one I had. I had done this another time and my eye stinged when I put in and removed it immediately. I wondered if soft contacts were getting old and needed replaced. When I couldn't find the case I looked at the bottle to see if it said anything about having to use case provided and I didn't see anything. However, tonight I looked at it again and had to turn bottle to read it. I never looked at cautions in back of bottle since I assumed they were like many other chemicals and told you what to do if ingested or put directly in eye. I am dumbfounded that I didn't see it. The front of bottle should have in red next to case picture - to use only this case in red! Now, at almost midnight I am trying to figure out if I should to ER or just sleep and see what it looks like tomorrow. My eye is all red in the outside corner and just feels sore. Eye doctor told me not to put solution in my eye (red tip), don't recall him telling me it had to be used w/case provided only. Or can burn your eye. He did tell me it had to sit 6 hours to neutralize. I just didn't realize there was a ring in case that did the job. I thought horizontal case would be fine, thought 6 hours would neutralize not the ring. Medication not administered to or used by the patient. I should have read it before I used it but I'm a nurse and am used to precautions listed on medicines so didn't realize. Been wearing hard contacts for almost 30 years and recently changed to soft 6 weeks ago. I truly didn't realize it was such a strong chemical. Relevant materials not provided.